Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent an unknown procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced recurrent urgency/urge urinary incontinence, uti with required antibiotics treatment and pelvic pain. Additional information has been requested.